Event description:
Elderly female with history of menorrhagia, dysmenorrhea, uterine fibroids, enlarged uterus and anemia. While undergoing total laparoscopic hysterectomy, bilateral salpingo-oophorectomy (robotically) and cystoscopy. After insertion of the vcare, the balloon would not deflate. Removed without harm to patient, another one used.